Event description:
It was reported by the olympus representative, the curved tip of the insertion part (around 5 centimeters from the tip) on the uretero-reno videoscope had buckling / bending. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeled coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The curved tube was damaged. The insertion tube was crushed due to an external factor. The watertightness of the insertion tube was not maintained due to external factors. Corrosion due to water leakage was observed in the operation part. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be smoothly inserted into the forceps channel. There was peeling of the bending section cover adhesive. Liquid leakage was observed on the up/down plate. The universal cord was crushed due to an external factor. The manufacturing label of the light guide connector was peeled off. There were scratches on the insertion tube, universal cord, grip, and video cable due to external factors. The light guide connector, video connector, and video connector case may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 16-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to by stress of repeated use, external factors, or handling. It is recommended to the user to instruct the method of handling regarding usage environment, etc. It is recommended to the user to inspect prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.